Event description:
The patient¿s device was reportedly turned off and the patient is using cannabidiol. Additional information has been requested from the physician but no further relevant new information has been received to date.

Event description:
On (B)(6) 2014, it was reported that the vns patient went into status epilepticus after vns implantation. It was noted that the patient has a very narrow and diseased motor gyrus due to a large porencephalic cyst so the physician stated that perhaps there was not enough surrounding inhibitory cortex to be activated. Additional information has been requested from the physician but no further information has been received to date.

Manufacturer narrative:
.